Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was unknown mg/dl. The customer hasn't the clamp to perform high pressure test. The customer performed a 3 unit bolus with verifying his blood glucose. The customer was advised that we need to perform high pressure test when he receive the clamp. The customer was advised to verify blood glucose value before performing a bolus.